Event description:
In 2006, the pt was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. A conduit was placed in-order to gain sheath access. The first device deployed immediately proximal to the celiac artery. The device was then ballooned. The second device was deployed into the aortic arch distal to the left suclavian artery. The distal landing zone and overlap segment were then ballooned. Completion angiography demonstrated successful exclusion of the aneurysm without any endoleaks. Approx 3 months later, a follow-up computed tomography scan showed a small type I distal endoleak. A gore tag thoracic endoprosthesis was deployed immediately above the celiac artery. The proximal and distal landing zones were ballooned. Completion angiography demonstrated successful resolution of the type I endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork is being conducted. Additional device implanted in the primary procedure tg3420/lot #04023644. Device implanted in re-intervention tg3410/lot#04284157.